Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "discomfort...intra and extracapsular rupture,"axillary silicomas," "benign calcifications," irregular contours" and "axilla with lymph nodes."

Event description:
Healthcare professional reported "discomfort...intra and extracapsular rupture,"axillary silicomas," "benign calcifications," irregular contours" and "axilla with lymph nodes" against right side device. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Healthcare professional additionally reported seroma-late. Device has been explanted.